Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: during use, air leakage occurred from sealing part. After while, sealing part fell into the patient cavity. The part was retrieved. No bleeding. Nothing fell into the patient's cavity. No tissue damaged. Not extended more than 30mins. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B) (4)